Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the prone position does not register and lying down, registers as upright. The manufacturer's representative (rep) reviewed settings in adaptive stim. Additional information was received from the rep who reported the reason it does not read sensor was because ins moves/tipping in pocket. No symptoms reported. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative. It was reported that a pocket revision was planned however ER no scheduled date.